Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patients with toxic anterior segment syndrome (tass). This patient is less symptomatic and is being monitored for the development of tass. The staff has noted that there are white dots/spots on the inner part of the handpiece. This is one of six reports being filed for this facility. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The customer reported three (3) new patients with inflammation. One (1) of whom certainly has tass and two patients who are less symptomatic and continue to be followed for the development of tass. The facility has kept the materials used during these surgeries and will perform a few small tests themselves. The facility ophthalmology department has stopped the entire cataract surgery program immediately. The facility noted the common denominator appears to be the surgery equipment and/or the instrument sets; these will therefore have to be subjected to thorough investigation. Some patients already have some improvement with the medical treatment. The patients are monitored on a daily basis. The customer is returning fourteen (14) handpieces. It is currently unknown which handpiece was used on which patient. The facility sent a few pictures of the handpieces, the inner part, has white dots/spots which are clearly visible. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event. The system was manufactured on august 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).